Event description:
A customer reported that the system had no torsional power with two different hand-pieces during a cataract intraocular lens (iol) implant procedure. The procedure was aborted and there were six additional cancellations. The customer advised that they had a backup machine but surgeon did not want to use it. There was no report of harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).